Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch ultra 2 meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on an unknown time prior to contacting lfs. The patient manages her diabetes with a combination of diabetes medications including (lantus and novolog) and on (B)(6) 2015 in the afternoon she continued with her usual diabetes routine of ¿lantus 40mg and novolog sliding scale¿ as a result of the alleged error message appearing. The patient stated that ¿one to one and a half weeks after the alleged issue began she developed the symptoms of ¿sick dizzy and going to the bathroom often¿. On ¿(B)(6) 2015 around 4:30pm¿ she reported that she attended emergency room(ER) obtained a blood glucose result of ¿187 or 287¿ on the ER meter and at 4:35pm, she was treated by a health care professional (hcp) with insulin, type and dose unknown. At the time of troubleshooting, the cca determined that there was no misuse of the meter the unit of measure was set correctly and the correct testing steps were carried out at time of testing. The cca also noted that the patient was using the correct test strips, and when the power button was pressed the error 2 message did not reoccur. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.